Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.

Event description:
It was reported that a replace sensor alert occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the arm on 01-19-2022. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a replace sensor alert is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.